Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. Analysis found an insulation abrasion at 37.5 cm - 38.0 cm from the distal tip. The abrasion was consistent with constant friction with the device can. (B)(6).